Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an infection and swelling at the implant site. Reportedly the recipient had an otitis media in the peri-operative period, which could be solved by conservative treatment. However, it is likely that the infection could not be completely eradicated and possibly spread to the implant site, since the culture taken on the fluid drained from the infection site showed sinus pathogens, typically responsible for otitis media. Due to a broad drug allergy, optimal treatment was not readily available. This could have contributed to persistence and spread of the initial middle ear infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. The recipient is doing fine. The device remains implantand in use.

Event description:
The recipient has had a persistent, re-occurring infection over the left implant which limited the use of the audio processor. The recipient has continued on medical management and has had no further swelling and no further surgery. He has been wearing the device consistently since (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a persistent, re-occurring infection over the left implant which limits the use of the audio processor.